Event description:
Philips received report from a patient who claimed to have received a burn during an mr examination. This injury exacerbated over time eventually leading to amputation of the top of the 2nd finger on the right hand. The patient indicates that this is line to the known issue of the xl torso coil known to the FDA under (B)(4).

Manufacturer narrative:
Philips has started an investigation into this alleged event. Initial findings: there is no record of a philips MRI machine installed at the site mentioned by the patient. There is also no record of a xl torso coil linked to the site mentioned by the patient.

Manufacturer narrative:
Philips has performed an investigation into this alleged incident. It was concluded that no philips mr system nor an xl torso was installed at this site at any moment. The customer confirmed verbally that they are using no philips mr systems but mr systems provided by ge healthcare.